Event description:
Recommendation: real time radiation exposure program as financially inexpensive to implement. It is mandatory that the medical community determine the dose level of radiation because currently there is no independent monitor {sensor} that can accurately state how much ionizing radiation the pt is exposed to. To correct this deficiency is quite simple. First, the equipment provided by the MFR must have standard scientifically calibrated pre-programmed dosage settings for each type of bodily x-ray/scan. Each dosage setting must be imprinted on the x-ray. Second, an independent and separate radiation sensor must be located adjacent to the pt (there are none now) that will show the actual amount of ionizing radiation exposure received by the pt. [See below "monitoring and controlling exposure" for potential types of radiation sensing equipment.] This independent dosage level must also be imprinted on the x-ray. The dosage setting from the MFR's equipment and the dosage reading from the independent sensor must be the same. Since the criteria for safe exposure limits is already published, the pt and the radiologist now have a permanent record of cumulative exposure so that they can safely schedule the next x-ray exam. Monitoring and controlling exposure: radiation has always been present in the environment and in our bodies. The human body cannot sense ionizing radiation, but a range of instruments exists which are capable of detecting even very low levels of radiation from natural and man-made sources. Dosimeters measure an absolute dose received over a period of time. Ion-chamber dosimeters resemble pens, and can be clipped to one's clothing. Film-badge dosimeters enclose a piece of photographic film, which will become exposed as radiation passes through it. Ion-chamber dosimeters must be periodically recharged, and the result logged. Film-badge dosimeters must be developed as photographic emulsion so the exposures can be counted and logged; once developed, they are discarded. Another type of dosimeter is the tld (thermoluminescent dosimeter). These dosimeters contain crystals that emit visible light when heated, in direct proportion to their total radiation exposure. Like ion-chamber dosimeters, tlds can be re-used after they have been 'read'. Geiger counters and scintillation counters measure the dose rate of ionizing radiation directly. Http://en.wikipedia.org/wiki/ionizing_radiation.